Event description:
"Dealer states that the frame is broken at right rear, near where the back canes attach. Quoted new frame as a warranty/return (B)(4)."

Manufacturer narrative:
(B)(4) has been initiated for this event. Model ta4t, serial number/date (B)(4) is approximately 3 years and 11 months of age. The owner's manual part number 1110558 (rev e dec-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. MDR filed.